Event description:
It was reported via distributor that there was phantom fowler motion due to a damaged cpu board and damaged stv board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via distributor that there was phantom fowler motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the phantom fowler motion was caused by a damaged cpu board and damaged stv board. Customer sent parts to do repairs.